Event description:
It was reported that the zimmer skin graft mesher was not meshing correctly. Add'l clinical f/u with the hospital indicated that the surgeon stated the mesher did not perforate the donor graft in most areas, it only made indentations. The surgeon did not want to harvest add'l donor tissue so the initial graft was perforated using a scalpel blade and maneuvered to provide sufficient coverage of the planned wound site. Rn stated there was no significant increase of surgical time and no alternate surgical intervention was implemented. The nurse stated the zimmer skin graft mesher had been previously repaired by "tre sterile med." At the time of the non-zimmer repair, the customer had been informed the "cutters were non-repairable." The nurse was unsure of quantity but recalled the facility purchased either 1 or 2 replacement cutters at that time.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.